Manufacturer narrative:
References the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot (B)(4), ubd: 12-dec-2021, (B)(4); product ID: 3708660, serial/lot (B)(4), ubd: 11-nov-2021, (B)(4); product ID: 3389s-40, serial/lot (B)(4), ubd: 16-aug-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The caller reported that the patient needed to undergo emergency surgery in (B)(6) 2018 because "it wasn't healing" and wasn't closing. The caller clarified that the patient's head wasn't healing so the implanting healthcare provider (hcp) referred the patient to a plastic surgeon. The caller reported that the surgeon went in, cleaned it out, and flushed it. The caller confirmed that there was no infection. The caller reported that the surgeon sewed it shut from the inside out. The caller reported they saw the surgeon yesterday and got their stitches and staples out, but the patient hit their head and got "a little nick in it." The caller reported that the surgeon confirmed that the patient was ok and healing. No device issues reported. No further patient complications have been reported as a result of this event.